Event description:
It was reported that a 72 yo male patient, who had their left ankle implanted, underwent a revision procedure. The tibial clip was found on a lateral x-ray to be coming out of the poly. The poly was exchanged with a new tibial clip. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are available for return. No device images were available. No further information. This is 1 of 2 reports

Manufacturer narrative:
D10: (B)(6), 350-01-04 - talar implant sz 4 lt, (B)(6), 350-11-04 - tibial plate fb sz 4 lt, (B)(6), 351-50-00 - model tibia talus report, (B)(6), 351-90-21 - 3.5" pin pouch, (B)(6), 351-90-21 - 3.5" pin pouch, (B)(6), 351-90-22 - 2.5" pin. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon receipt of additional information pertaining to this event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.